Manufacturer narrative:
Device evaluation: one used 3.5 flextend hyperflex tts trach with swivel connector, long straight pediatric neck flange and 55mm length, and without packaging (item and lot number unknown), as well as two photos, were received for analysis. The photos received align with the sample received, however, the reported damage is not discernible based on the resolution of the photos. The received sample displayed damage to the swivel connector ("adaptor") consistent with the complaint description, however, the broken swivel connector component displayed no evidence of manufacturing damage or mechanical witness marks at the point of damage. It is highly likely that this damage was not present when the product shipped from the facility. Historically, damage to the swivel connector as noted in the received sample was observed when customers did not use the supplied "wedge" to separate the tracheostomy tube from any ancillary components, but instead tried forcing them apart through other means by pulling/prying. A device history record (DHR) review could not be performed as the lot number was unknown. Based on device analysis, the complaint cannot be confirmed as a manufacturing nonconformance, but is highly probable to have been caused by a variation in user technique. No action was taken as the complaint was not confirmed as a manufacturing and/or supplier nonconformance.

Event description:
It was reported that they had an increase in damaged bivona trachs in the nicu. The swivel adaptor of this trach was found cracked. The adaptor had to be removed in order for the damage to be seen. There was patient involvement with no patient harm/adverse event reported. No medical intervention required, and the outcome of the event was resolved. The event occurred in the hospital nicu unit.